Manufacturer narrative:
Device used for treatment, not diagnosis. Pt identification: patient initials are: (B)(6). Patient weight not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (other): (B)(4) lot number unknown. Implant and explant dates: not explanted or implanted. Initial reporter: facility phone number: (B)(6). PMA 510k# unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: incident happened during surgery, surgery was prolonged but unknown how long. Patient fell and broke his right femur. Surgery was performed and a pfn (proximal femoral nail) was implanted during surgery. The surgeon experienced difficulties with implanting the screw, which is unusual with known osteoporosis. When trying to remove the screw, the head of the screw was damaged and the screwdriver wasn't able grasp the screw. The anti-rotation screw had to be removed with the screw removal set. The surgery was prolonged around 15 to 20 minutes. No fragments were generated. The procedure was successfully completed. This complaint involves 1 part. Concomitant part received: 309.530 lot. 9198279 quantity 1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the part is received in a sealable plastic bag. A visual inspection shows that the product has sustained mechanical damages. The conical extraction screw still is inserted in the screw head. The investigation shows that the received hip pin part number is in fact 234.090 and not 234.100 as reported. The mechanical damages on the thread, shaft and recess show evidence of the complaint¿s allegation of hip pin been difficult to insert and remove. The root cause is undetermined. A product investigation was completed: the investigation shows that the part number of the implant cannot be read due to the damage incurred. A dimensional check was performed to identify the received part. The results showed that the received hip pin part number is in fact 234.090 and not 234.100 as reported; the measured overall length is 90.1mm. Since the exact lot number is not available the present complaint cannot be fully analyzed. The mechanical damages on the thread, shaft and recess show evidence of the complaint¿s allegation of hip pin been difficult to insert and remove. Visual inspection: damages on the thread, shaft and recess, frettings marks, indentation, circular grooves. No definitive root cause was able to be determined due to the damage incurred. No product related issues were found. Catalog number and UDI: ((B)(4) lot unknown, pma510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient fell on (B)(6) 2016. The patient underwent a semi-open reduction, cerclage wiring and stabilization with proximal fixation nail (pfn) procedure.